Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results found that the atw35 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired, with the pan dislodged and missing, with evidence on the cartridge that the lockout was damaged and the cartridge retention features damaged. The damage to the reload is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Additionally when a locked reload is attempted to fire with enough force the reload can eject forward and in some cases the pan will dislodge from the device. Please reference the instruction for use for more information. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties noted.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the first firing was fine. The second firing the device could not close the trigger to fire. When the trigger began to close, the cartridge shot out of the device and into the patient. It was retrieved. A new device was pulled and used to complete the procedure. There was no patient impact.